Event description:
Stapler misfired, it cut but did not staple the renal artery. Attempts were mae to manage bleeding via endoscope but were abandoned and vascular surgeon did open repair of renal artery. Pt required 23 units of blood during the repair and had several periods of asystole, but he was successfully resuscitated.